Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A risk manager reported a slow to re-epithelize cornea post photo refractive keratectomy (prk). At one month post-operative visit, a small central corneal defect with central haze was noted. It was presumed to be an infection. Punctal plugs were inserted. Patient was prescribed a topical antibiotic and antimicrobial drops. Fortified antibiotic was instilled in the office. Approximately six weeks post-operatively, no improvement was reported. A topical antiviral drop was prescribed. Patient was referred to a corneal specialist. Corneal specialists impression was that the patient had a corneal ulcer. Patient was then started on an oral antiviral medication. Bandage contact lens was replaced. A nonsteroidal anti-inflammatory drop was prescribed to use for pain. A topical antibiotic drop was also prescribed. Patient continues to be followed by the corneal specialist. Corneal scar in the right eye was noted. Patient to use artificial tears, sodium chloride hypertonicity ophthalmic ointment, and topical steroid drop. Topical antibiotic drops were discontinued.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment showed no error messages or other abnormalities that could contribute to the reported event. The system passed successfully all initialization steps and the user performed a gas change, the scanner test and the needed energy and eyetracker test without any issue. According to the provided treatment report, the reported treatment could be identified in the logfile. The logfile review showed the reported treatment was performed successfully without any problem. No technical root cause could be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. (B)(4).